Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that he pump battery was observed to be depleting 40% within one day. In addition, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was 160 (mg/dl). Review of the pump data logs by tandem technical support was unable to confirm the battery depletion issue. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.